Event description:
The device was removed due to pocket infection. The lead was not returned and is not expected to be returned. The ICD was returned without the lead. Also removed was a lumax 340 vr-t, MDR 1028232-2007-00526.